Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called to request assistance changing programs as they were still having concerns with their bowels. Reviewed external device use. Patient changed programs and adjusted stimulation until they felt it comfortable in their left buttock. Patient will monitor symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they did experience urinary retention prior to the device. They indicated that retention has not worsened as a result of the device or therapy. They also indicated that catheterization was their standard of care prior to implant.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was in the last 48 hours the patient had 4 of the largest bowel movements they had in 30 years. They stated they were really glad they were not out when it happened and they were at home. Patient noted medical history: that they had a neurogenic bowel from a spinal cord injury and a spastic neurogenic bladder and they always had a lot of trouble and would have to do a "bowel program" every night to move their bowel. The patient stated now however, it appeared like the therapy was helping them too much and they wanted to know what to do. Agent reviewed therapy expectations and stimulation and programming considerations but redirected the patient to follow up with their health care provider (hcp) about their symptom concerns. Agent redirected the patient back to their hcp to discuss their medications. The patient stated their incision site was "already healed" and they had their fo llow up appointment with their health care provider (hcp) already. Agent reviewed external devices with the patient and the patient was redirected to their healthcare provider to further address their concerns. Patient will maintain stimulation level and will continue to track symptoms. Patient (pt) called back repeating a continuation of event previously reported in this case that they are having the same trouble with their bowels. Pt inquired if their dr has to be the one to change their programs and inquired about various programs. Agent reviewed general programs/therapy overview and role of patient services. Pt stated they are seeing their dr in 3 days. Pt inquired about how to know what program to change to. Pt stated their dr has not given them any guidance on program changes or if it is ok for pt to change programs at this point. Redirected pt to their healthcare provider to discuss program changes. Pt reported they have already tried increasing stimulation and it did not help a bit. Pt stated they "shut everything down" to see if that would help and it did not help at all. Pt clarified implant is indicated for use for their bladder (to control their bladder) and their physician is a urologist. Pt stated they were not really expecting any help with their bowels but reported their bowels h ave turned out to be "overstimulated" (overstimulating their bowel function). Agent reviewed adverse event information and redirected pt to their managing healthcare provider to further discuss therapy and symptoms. Pt stated it has helped them a lot with their bl adder and stated during trial they got really good results from their bladder and never had any problems with their bowels during trial. Pt stated they will remind their doctor of this. Patient was redirected to their managing healthcare provider to further address the issue. Pt will discuss therapy adjustments/program changes and will call back once pt gets guidance if needing assistance with how to change programs. Additional information was received from the patient. Patient called back regarding continued lack of therapeutic effect. Patient stated they had increased stimulation 30 minutes ago but weren't sure if they did it correctly. Reviewed how to connect to ins and patient increased stimulation. Patient stated it was comfortable. Patient will maintain stimulation level and monitor symptoms. Patient called back regarding continued symptoms. Patient stated in the last 16 hours they have had to self catharize 17 times and it is worse than it was before implant of ins. Reviewed therapy adjustment options with patient again. Patient increased stimulation to a comfortable level. Patient will maintain stimulation level and monitor symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device is not working as well as it used to. The patient reports that they used to not have to worry about wetting the bed, but now they are wetting their pad when they go to sleep at night. The patient stated that when they wet the bed, it's not very wet, but they know their bladder has been working overnight. Patient increased stimulation while agent was on the phone; confirmed stimulation was comfortable. The patient will maintain stimulation levels and will continue to track symptoms. Confirmed stimulation in the bicycle seat area and comfort. Redirect to hcp. They did not notice any change in symptoms with the adjustment they made when they called in yesterday. The agent suggested the patient try changing their settings and reviewed how to determine when they are feeling stressed appropriately. The patient independently and successfully connected to ins and changed settings. The patient will monitor symptoms for 24+ hours in the new settings and will make any necessary changes from there. The agent suggested that the patient call back if assistance was needed. The agent suggested the patient reach out to managing hcp if symptoms persist despite making appropriate changes to settings. The patient called back and repeated having the same therapy issues. The patient states that at this point they feel they've tried all the programs but are still having to sleep on bed pads. The agent recommended following up with the doctor to have the system checked and discuss steps moving forward.